Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during an rv and lv lead revision due to lead dislodgement, the rv lead helix wouldn¿t retract and the lv lead was not revised due to the wire would not go through. The patient had no adverse effects.

Manufacturer narrative:
Analysis was normal. No anomalies were found.